Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During cardiopulmonary bypass, the cardioplegia delivery monitor display continuously blinked off and on. The displayed values could not be accurately read. There was no adverse consequence to the patient as a result of this event.